Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture reported. Not explanted. Updates and/or corrections made to the following sections: report type (b1). Date of this report (b4). Type of report (g6). Type of follow-up (h2). Manufacturing narrative/corrected data (h10).

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.